Event description:
Information received from the field notes that the patient presented with a paced ventricular rate of 47.7 ppm. Interrogation revealed dashes (---) for several parameters and attempts to program were unsuccessful. A clinical visit 3 weeks previous noted end of life characteristics of 2.2v, 29ua, 18 kohms. Subsequently, the device was replaced.